Event description:
It was reported that a patient underwent an implantation of an intraocular lens (iol) which is part of a product recall. Abbott issued the product recall due a diopter mix-up between two lots. It was stated that the patient underwent a lens exchange on (B)(6) 2013. No additional information regarding patient status was provided.

Manufacturer narrative:
Date of this report is being corrected to 21-dec-2012. Date received by manufacturer is being corrected to 21-dec-2012. Placeholder.

Manufacturer narrative:
Update to initial report received from the facility indicated that the lens explant and replacement was due (B)(6), 2013.(B)(4): placeholder.

Manufacturer narrative:
(B)(6). (B)(4). The primary cause for this event was the inadvertent switching of the device history record (DHR)/labeling pouches between the two totes of impacted lenses on an in-process storage rack. All pertinent information available to abbott medical optics has been submitted.